Event description:
The reporter stated that the surgeon was using a eyeonics crystalens with a msi-pf injector and a mtc-60cfp cartridge and a haptic tore upon insertion. The surgeon removed the lens without enlarging the incision and replaced it with another crystalens. No pt injury.

Manufacturer narrative:
A cartridge and injector lot number search was performed for similar complaints within the search and the cartridge has three similar complaints and the injector has one similar complaint.